Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s therapy was not working. Impedances were taken and found to be normal. The patient was having difficulty with speech, so therapy was lowered from 5v to 3.5v on the left side but speech was never established. The usage of the device was reported to be 13% even though the hcp expected it to be 100%. The patient was reported to have been charging every 4.4 days, and charges their device to 75%. The hcp reported that the patient¿s device turned off when they were checking statistics, so they turned it on but the device turned back off a short time later. When the therapy was turned on the patient became rigid. The patient is typically dystonic on the left side when therapy is not on, but with therapy off the patient was not showing those symptoms which the hcp did not expect. The patient did not want the therapy turned on since they are reacting to it poorly, which the hcp believes is why the usage of the device was only at 13%. The hcp stated that the patient is typically on sinemet which with the dbs therapy controls the dystonia, and that they did not know why the patient was not dystonic with therapy off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the device has remained off with medication increase as a result of therapy not helping the patient. It was stated that they will re-evaluate the issue with a neurologist on (B)(6) 2017. Reprogramming will be attempted on (B)(6) 2017, with the cause of therapy not helping unknown. The consumer was also instructed to keep a diary of the patient's symptoms. It was further noted that the patient was unaware that the system was off, and when it was turned on their dystonia and tremor returned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.